Event description:
It was reported that during a polypectomy procedure, when they tried to snare the polyp, the loop wire detached. The physician used a forcep to retrieve the loop and used a second snare to complete the procedure. The product was returned for eval. The eval found that the snare loop assembly and coupling had detached from the device's inner cable. An exact cause of the event could not be determined.